Event description:
The patient called back reporting the same issue. They state they are unable to charge and now their battery is a 10%. They state 'it's invalid' and something is 'not right with the system'. They did not have their equipment to troubleshoot. The recharging equipment was replaced.

Manufacturer narrative:
Continuation of d10: product ID: cd9000, serial# (B)(6), product type: accessory. Product ID: wr9220, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On dec-29th, additional information was received from the patient. They reported that burning is still occurring even when using the belt and placing towel between.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient gets a burning sensation when recharging that starts at the implant site and goes down both legs. The first time it happened was a couple weeks ago. It did it for a few seconds and then it was fine. Last night they got to about 50% charge and it started burning really bad, it brought them to tears;  they were crying in pain, and couldn't fully charge the stimulator. The burning lasted a solid 5 minutes then they took it off. They put the battery up against her stimulator it made a clicking noise and then shut off. Patient services asked them what they meant by "battery". They were referring to the recharger. The patient was using the belt both times they felt the burning sensation. The patient charges on their skin. Patient services told the caller to recharge in the belt and add a layer of clothing between the recharger and their skin. Patient services also verbally walked them through how to change the speed on their recharger from 2 to 1. They said they need someone to help them, because they constantly loses connection, and their husband wasn't home. The patient was going to try these actions on their own and if it didn't resolve would call back when someone was home to help. Patient moved recently doesn't have a managing doctor. Patient stated they can't get a new doctor until january 1st.